Manufacturer narrative:
(B)(4). The sigma device found the (.), ok, #0, #1, #2, #3, #4, #5, #6, #7, #8, and #9 keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the "ok" key will occur following the selected key's function (e.g. When the "setup" key is pressed "setup" followed by the "ok" key will be displayed). It was also discovered that there was physical damage to the pump keypad. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted. At this time, the date of event is unk.

Event description:
It was reported that a pump keypad "double taps."